Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt ((B)(6)) was implanted with an ipg on (B)(6) 2010. It was reported that communication with the device was difficult and a low battery warning had been observed. The warning message was cleared on the pt's programmer, but telemetry was lost when attempting to re-establish communication between the ipg and the programmer. The pt's ipg was replaced and no further complications were reported.